Event description:
It was reported that during reprocessing of the thoracic grasper instrument, it was noted that the coating on the instrument was peeling and scratching off. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument has been returned for evaluation; however, failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.